Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e 801 analytical unit. The patient had consistently elevated results despite the absence of any clinical symptoms of myocardial injury. In (B)(6) 2022, the result was 21.4 pg/ml. In (B)(6) 2022, the result was 32.9 pg/ml. In (B)(6) 2024, the result was 25.9 pg/ml. In (B)(6) 2024, the result was 27.8 pg/ml. In (B)(6) 2025, the result was 22.8 pg/ml. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The investigation did not identify a product problem.